Manufacturer narrative:
The customer received troubleshooting support through a call with stryker's technical support (ts) team. The stryker ts confirmed with the customer that when the unit was tested with another battery, the device was working correctly. The customer was provided with a replacement battery. The customer declined returning their device for further evaluation. The reported issue could not be verified or duplicated. Therefore, the root cause could not be determined.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.